Event description:
Tech alleged that the head section drifts.

Manufacturer narrative:
Tech found a small amount of hydraulic fluid leaking from the hose where it was connected to the manifold. Tech tightened the hose to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.